Event description:
The customer contact reported air in the tubing set. The customer contact stated the nurse filled the soluset with the prescibed hourly amount of an unspecified "maintenance/hydration solution," to be delivered at an unspecified rate. Reportedly once the soluset emptied, air was noted in the tubing set distal to the drip chamber. The customer contact reported, "never was the air in the tubing set all the way to the pt." After the air was noted, the tubing was clamped. The therapy was resumed using a replacement tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.